Event description:
It was further reported that the event is considered resolved on (B)(6) 2014.

Event description:
It was reported that following the implanted of the elevate anterior pc graft device the patient experienced fecal incontinence with "difficulties controlling bowel movement and involuntary stool smearing." The patient has been informed of "possibility of surgical consultation." The event is considered continuing as of (B)(6), 2014. There were no further patient complications reported as a result of this event.